Manufacturer narrative:
End user fell with the walker so that the rear wheel right side folded. The staff was not present at the incident, but according to the patient he just fell, indoors in the corridor. He is unclear why he fell. The staff just discovered that the walker was broken. The maxi is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).

Event description:
End user fell with the walker so that the rear wheel right side folded. The staff was not present at the incident, but according to the patient he just fell, indoors in the corridor. He is unclear why he fell. The staff just discovered that the walker was broken. The maxi is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in (B)(6).